Event description:
Clinic notes dated (B)(6) 2013 indicated that this patient was hospitalized six months earlier for a g-tube and had increased seizures. The patient also noted that he had increased seizures at other times. The patient was having seizures three to five minutes in duration with stiffness all over, tonic, mild head shaking and slobbers. He was ¿not bouncing back as quick. Settings were provided. Notes dated (B)(6) 2012 indicated that the staff though the patient¿s seizure frequency had decreased. Notes dated (B)(6) 2011 stated that the patient used to be ambulatory but was not since an extended hospitalization one to two years prior. The patient underwent prophylactic generator revision on (B)(6) 2013. The generator has not been returned to date.

Event description:
It was reported that the generator was discarded after surgery.